Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated the patient was vomiting and could not hold down any food. She checked the patient's bg and the meter was reading 318mg/dl, compared to the cgm reading of 221mg/dl and took the patient to the emergency room (ER). The patient was treated with fluids through intravenous (IV) therapy to flush the high ketones and lower the patient's bg values. The patient recovered at the ER and was sent home. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.